Event description:
Elderly male with history of diabetes, coronary artery disease and shortness of breath. While having a diagnostic heart catheterization, the prelude dilator did not have a hole at the end. When irrigated, it was difficult but some irrigant came out through the sides like a sprinkler. No known harm to the patient.